Manufacturer narrative:
A visual examination of the returned advantage fit system revealed that there is no damage found on the delivery device. However, the one side of the blue dilator was cut and the other was accordioned. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. The investigation concluded that this complaint is associated with a product that meets the design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. The most probable root cause classification of the reported event of difficulty advancing the trocar though the dermis is operational context.

Event description:
It was reported to boston scientific corporation that an advantage fit system was used during a transvaginal tape midurethral sling procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the physician had difficulty advancing the first trocar inside the patient. Consequently, the physician withdrew the trocar out of the patient and found out that the needle near the handle was bent. The procedure was completed with a second advantage fit system. In addition, there were no patient complications reported as a result of this event and no harm was done to the patient.

Manufacturer narrative:
(B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advantage fit system was used during a transvaginal tape midurethral sling procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the physician had difficulty advancing the first trocar inside the patient. Consequently, the physician withdrew the trocar out of the patient and found out that the needle near the handle was bent. The procedure was completed with a second advantage fit system. In addition, there were no patient complications reported as a result of this event and no harm was done to the patient.